Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a broken black conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was unclear whether the silver metal cable was damaged. The instrument inspected prior to use and no abnormal was noticed. There was contact between the instruments, but there was no contact immediately prior to the discovery of the break. The damage did not result in a fragment fall inside of the patient¿s anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The conductor wire on the monopolar curved scissors is not visible. There was no problem detected. Additional finding not reported by site: the instrument was found to have a bent main tube. The bending damage is located at the distal end of the main tube next to the proximal clevis. Components adjacent to this bent main tube do not show damage. No missing components found. The complaint was not confirmed based on failure analysis. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.